Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch was visually inspected, and no issues were observed. Data was extracted from the returned sensor using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor will be forwarded to extended investigation for further analysis. The returned sensor was visually inspected, and no issues were observed. To perform functionality testing of the returned sensor, the sensor was de-cased. A visual inspection of the pcba (printed circuit board assembly), battery voltage measurement, smu (source measurement unit) testing, and poise voltage testing were performed. No issues were observed upon visual inspection of the pcba. The smu test was passed, confirming the absence of accuracy issues. The poise voltage test measurement was within the yielding results. This indicated no problems with the electrical signal lines critical to the glucose reading process. The sensor had terminated off body. The data analysis is consistent with the removal of a properly applied and functioning sensor, and the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported requiring self-treating with gummy bears. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer reported requiring self-treating with gummy bears. There was no report of death or permanent impairment associated with this event.